Manufacturer narrative:
Additional information added to b5.

Event description:
Per additional information received, the piece of balloon was removed from the pulmonary artery on post operative day 14, and discharged 13 days after the surgery. The patient was stable during the procedure.

Event description:
As reported by an edwards italy affiliate, during a transfemoral tmvr procedure with a 26mm sapien 3 ultra transcatheter heart valve within a magna ease surgical valve, the commander delivery system balloon burst at full inflation during valve implantation. The valve was post-dilatation with 26mm balloon was performed with good results. The commander delivery system was retrieved through the esheath with a little bit of friction. There was no patient injury. However, it was noticed that a piece of the balloon was missing and it might be inside the patient. Several angiograms were performed but the balloon was not showing. The patient remained stable post procedure. On post operative day 11, CT was performed again and the piece of balloon was found in the pulmonary artery. The patient is planned for a procedure to remove the piece of balloon. Per report, the perceived root cause of the balloon burst is due to the angle from transeptal puncture and the pre-existing mitral valve.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided, and the following was observed: burst balloon radially of commander delivery system with missing balloon material after removal from patient. Balloon material retrieved from patient. The reported event for difficulty to withdraw system through sheath, and system components separate during use were confirmed per evaluation of the provided imagery. A review of the device history report, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. It is possible the balloon may have interacted with the pre-existing valve upon inflation, contributing to a balloon burst. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catching on the distal end of sheath tip during withdrawal, which then may have led to the experienced withdrawal difficulty. In this case, as the balloon burst and some resistance was experienced during the retrieval of the altered balloon profile, it is possible that some balloon material became entangled while retrieving the commander through the sheath, resulting in the balloon separating. As such, available information suggests that patient factors (pre-existing valve), and procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the reported balloon burst, withdrawal difficulty, and balloon separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.